Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was treated by the paramedics due to high blood glucose levels. The reported blood glucose reading was 315 mg/dl. The customer stated that she experienced excessive thirst and blurred vision. Troubleshooting was performed, and the time and date were found to be incorrect. Assisted the customer with the correct time and date. The customer was not sure whether or not the basal rates were correct. Referred the customer to check with her hcp. The insulin pump passed the prime and high pressure tests. Nothing further was reported.